Event description:
It was reported that during a da vinci si hysterectomy procedure, the wire at the end of the pk dissecting forceps instrument broke. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist were not damaged. Engineering evaluation also found that one yaw pulley cap exhibited a char mark at the grip base. The char mark was only present on one yaw pulley, and was not located between the two grips. The conductor wires did not exhibit visible damage and the instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.